Manufacturer narrative:
Reported event of catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a maxforce was used during dilation of the laryngeal stenosis performed on (B)(6) 2015. According to the complainant, during introduction, "the guide broke." The procedure was completed with another maxforce. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce was used during dilation of the laryngeal stenosis performed on september 24, 2015. According to the complainant, during introduction, "the guide broke." The procedure was completed with another maxforce. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. If any further relevant information is received, a supplemental MDR will be filed.